Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had not experienced any lasting improvement since implant. It was noted that they had already tried 8 programs; when they make an adjustment, the results only last about 5-6 hours. They stated their setting was around 6 range now. When asked if a fall could be related to the device issue, they reported that they had only fallen once since implant; it was recently and they currently had a broken wrist. The patient will follow up with their healthcare professional to request diagnostics and a check on their device. There were no device issues reported. The steps taken to try and resolve the lack of lasting improvement was medication was added, but the lack of lasting improvement hasn't been resolved. No further patient complications have been reported as a result of this event. Additional information was received. Health care professional reported the patient's interstim was evaluated and reprogrammed. Per the physician notes, the patient was experiencing frequency and did not have at least 50% improvement so they added 3 new programs. Patient was instructed to try each program for 2 weeks and to keep track of their symptoms. It was reported that they felt good sensation and tolerated it well. Per the physician notes, the patient had an overactive bladder, recurrent urinary tract infections, female stress incontinence, urge incontinence of urine, and increased frequency of urination. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.